Event description:
One stent was placed in the vessel and a second stent was placed proximally to the first. After placement a gap was noted between the two. An attempt was made to cross the proximal stent with another MFR's stent to fill the gap. Instead, the two gro stents were pushed together. The other MFR's stent was then removed. The pt was sent to room and the next day, complained of pain. Pump was put in and vessel was found to be partially closed. They were unable to open and the pt was taken to surgery for bypass.